Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen has become dim and faded and the text has turned orange in color. The reporter also stated that the display screen is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/0/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the text on the display screen was dim and discolored when the contrast was at the maximum setting.